Event description:
It was reported that the patient presented to the emergency room due to inappropriate shock caused by incorrect interpretation of signal on implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.